Event description:
It was reported that sterile distilled water did not return from the foley catheter during cuff test.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed- manufacturing related. The reported failure was able to reproduce. Based on the evaluation, it was observed that the balloon cannot be inflate and deflate. Water leaks from the catheter valve during water inflation. Sample was evaluated and found crack on valve. Highly suspected that during the valving process, double valving happened that caused the valve to be damage/ broken. This complaint was confirmed as manufacturing related issue. A potential root cause of this failure mode could be due to incorrect air pressure setting for valving process. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile distilled water did not return from the foley catheter during cuff test.